Event description:
A pt had been using an insulin pump and was found slumped at the wheel of the pt's car while the car was at the roadside, in 2001. The car the pt was in was noticed by a neighborhood resident around 4pm. The same resident checked the car around 6pm and found the pt slumped at the wheel. The resident phoned police and an ambulance. The pt was treated and taken to the hosp where the pt was put on a ventilator, still unconscious. The pt was wearing an insulin pump. A glucometer in the pt's possession showed the last glucose reading was taken that day at 12:08 and the value was 225mg/dl. The pt was later transferred to the med ctr where the pt died 2 days later without regaining consciousness. Autopsy revealed higher than normal levels of insulin in the pt's system, 28.8 mcu/ml vs range 6.0-27.0. Medical examiner's office was told by the family that the pt had some problems with the insulin pump over the 1.5 years that pt had used it and the family suspected the insulin pump may have malfunctioned and injected the pt with too much insulin. Medical examiner reported brain edema and duret's hemorrhage resulting in death, but he listed the cause of death as "pending investigation" until the operation of the insulin pump could be resolved.